Manufacturer narrative:
The investigation for the access site bleed has been completed. The product was returned and evaluated. The sheath had already been peeled away, so the leak could not be reproduced in the lab. Clinical details state that during the lad intervention, there was bleeding from the sheath between the orange hub and the wing of the sheath. The introducer was not replaced due to the patient's severe condition. The root cause of the introducer damage was not determined since the leak could not be reproduced with the peeled away sheath. The root cause of the access site bleed could not be determined without any additional clinical details as blood was observed leaking from the device.

Event description:
The us complainant had a cp support initiated for a patient admitted in with acute myocardial infarction / cardiogenic shock. The pump was placed but after the percutaneous coronary intervention, the sheath was observed to be bleeding. The team saw a drop of hemoglobin and called for blood products. The pump remained on for support, and the patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿